Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.010.373, lot: 3535345, manufacturing site: hagendorf, supplier: n/a, release to warehouse date: september 3, 2010, expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the complaint device extraction screw (product code: 03.010.373, lot number: 3535345) was returned to customer quality (cq) west chester for investigation. The extraction screw tip was stripped, dull and blunt. The part also had scratch marks on its surface. Functional test: this could not be performed as the device was returned without a mating device, can the complaint condition be replicated? No, the complaint condition cannot be replicated as the device was not returned with a mating device. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Dimensional inspection: diameter: measured dimension, conforming. Measuring device used: caliper . Complaint confirmed: complaint condition can be confirmed based on the available information. Conclusion: the driving tip of the extractor was damaged which could have resulted in the difficulty in assembling, hence the overall complaint condition could be confirmed. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the extractor screw thread appeared damaged. This was discovered before surgery. Another instrument had to be used to remove the nail. This report is for an extractor screw. This is report 1 of 1 for (B)(4).